Manufacturer narrative:
(B)(4).

Event description:
An internal visual inspection was performed and failed due to moisture damage. Pictures were taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to the receiver not booting up. An internal visual inspection was performed and failed due to moisture damage. The receiver log was not downloaded and reviewed due to the receiver not booting up. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.